Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device went into backup vvi mode during a cybersecurity upgrade. The patient was asymptomatic to the backup vvi pacing mode. A firmware download was performed successfully. No cyberupgrade was performed. The patient was stable following the firmware download.